Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial# : (B)(4), implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had atrial undersensing during atrial fibrillation (af). As well, the patient's device inappropriately detected an atrial fibrillation (af) episode as ventricular fibrillation (vf) and caused inappropriate therapy. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.